Manufacturer narrative:
Block h6 (device codes): device code a0501 captures the reportable event of internal bolster detached. Block h10: an endovive securi-t replacement bolster was analyzed. Visual analysis of the device revealed that the feeding tube has the internal bolster detached. The inner ring mark on the internal bolster presumes that it was attached. There are traces of adhesion in the distal end of the feeding tube. Therefore, the reported complaint is confirmed. Based on the condition of the returned device, engineers determined that the problem observed could be due to excessive stress, perhaps manipulation or the patient's anatomical conditions may have contributed to the separation. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a gastrostomy catheter replacement procedure on (B)(6) 2023. During the procedure, when the bumper was extended with an obturator outside the patient, the bumper part was separated. The procedure was completed with another endovive securi-t replacement bolster. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a gastrostomy catheter replacement procedure on (B)(6) 2023. During the procedure, when the bumper was extended with an obturator outside the patient, the bumper part was separated. The procedure was completed with another endovive securi-t replacement bolster. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device code a0501 captures the reportable event of internal bolster detached.